Manufacturer narrative:
Additional information was added to h10, d9, and d8. The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device buzzing noise/red light stays on. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Additional information was added to h10. After further review, this complaint is no longer reportable.

Event description:
It was reported by the customer that the device buzzing noise/red light stays on. There was no additional information provided and no patient involvement

Event description:
It was reported by the customer that the device buzzing noise/red light stays on. There was no additional information provided and no patient involvement

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable cause of the reported issue was due to an electrical failure of the keypad. A review of the device history record showed the device had a manufacture date of (B)(6) 2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6), was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Device return expected, but yet received.

Event description:
It was reported by the customer that the device buzzing noise/red light stays on. There was no additional information provided and no patient involvement.